Event description:
The patient was put to sleep, pinned, and attached to the robot. Contactless registration was completed. When the arm was positioned on the 4th trajectory, the resident helping the surgeon with the case drilled the hole, but before removing the drill, the robot arm disconnected and the screen showed a "unrecoverable error" message before shutting down. No one was stepping on the vigilance device at the time of the shutdown, and the arm was not overly extended. The robot was shut down, restarted, and the last two trajectories were completed. The delay was about 5 minutes.

Manufacturer narrative:
Full analysis of the data logs has been performed and concluded that the main hypothesis of the origin of the unrecoverable error is an excessive force applied to a joint of the robot arm. However, the controller log is incomplete and it is therefore impossible to confirm this hypothesis.the surgery was resumed properly after the reboot.

Manufacturer narrative:
UDI# : (B)(4). The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The patient was put to sleep, pinned, and attached to the robot. Contactless registration was completed. When the arm was positioned on the 4th trajectory, the resident helping the surgeon with the case drilled the hole, but before removing the drill, the robot arm disconnected and the screen showed a "unrecoverable error" message before shutting down. No one was stepping on the vigilance device at the time of the shutdown, and the arm was not overly extended. The robot was shut down, restarted, and the last two trajectories were completed. The delay was about 5 minutes.